Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (cannot run testing) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a shorted c655 component. The shorted c655 led to a defective u612 inverting charge pump on the computer/analog pca. The root cause for the shorted c655 component could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor was unable to run incoming functionality testing.